Event description:
It was reported to philips that an edl calibration error message displayed, requiring dose adjustment on a azurion 7 b12. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service adjusted the x-ray dose output and confirmed image quality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).